Manufacturer narrative:
Product ID: cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00). Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear significant edge loading of the femoral head on the acetabular liner due to implant positioning and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the monitoring reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). A risk assessment has been initiated to escalate this issue.

Event description:
The 59 year old female patient involved was reported for monitoring due to potential early prosthesis wear approximately 5 and 2 years after the respective index surgeries. There appears to be some prosthesis wear on the left side in the provided radiographs and the devices were not available for evaluation as they remain implanted. Per radiograph investigation findings and based on the relative difference in the distances between the femoral head and the edge of the acetabular shell, there appears to be polyethylene wear of the liner in the direction of the applied load resulting in eccentric positioning of the prosthetic head within the acetabular cup and proximal migration of the femoral head on the left hip.